Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope was foggy, cloudy and little dark. The scope did not fail during procedure nor was a patient involved. Open another scope. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed for serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope was foggy, cloudy and little dark. The scope did not fail during procedure nor was a patient involved. Open another scope. No patient involvement.